Manufacturer narrative:
Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. Manufacture date could not be determined without a lot number.

Event description:
During a procedure at (B)(6), surgeon was placing an lcp compact 2.0 straight 5-hole plate on the third metacarpal and two 2.0mm cortex screws broke during insertion. Device report indicates the broken screws were not retrieved, and procedure was completed. This report is #2 of 2 for the same incident.